Event description:
It was reported a leak developed from the balloon assembly of the ensite array catheter. Approximately 15 minutes after introducing the catheter into the pt, the physician noted the balloon was not completely filled with contrast media. A leak was detected. The catheter was removed and replaced with another ensite array catheter to complete the procedure. There were no reported consequences to the pt, and the pt has since left the hosp. Additional info was requested and is not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.